Event description:
The facility representative reported a flogard infusion pump with "damage." The event was reported to have occurred upon power up in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further review, the customer reported condition is related to a power cord issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "damaged" was confirmed. Quality engineering determined that the customer was referring to a broken power cord. The power cord was replaced to resolve the issue.